Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection and inappropriate treatment. It was further reported that the device detected six episodes of ventricular tachycardia (vt); however, the investigator classified one episode as av nodal reentrant tachycardia, four episodes as atrial tachycardia (at), and one episode as sinus tachycardia (st). The investigator commented that one of the at episodes that was inappropriately treated was supraventricular tachycardia (svt) that degenerated into vt with pacing. The device remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).